Event description:
It was reported that the device will not power on. The battery holder is broken and a knob is missing. The manometer negative pressure will zero. No patient involvement was reported.

Manufacturer narrative:
Corrected data: event date updated. No pt involved. Found during setup before using on a pt.

Event description:
It was reported that the device will not power on. The battery holder is broken and a knob is missing. The manometer negative pressure will zero. No patient involvement. Found during setup before using on a pt.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with a damaged housing, battery holder assembly, incorrect relief pressure knob, missing gas indicator cover and out of specifications manometer. The customer stated problem was duplicated. Replaced housing and its labels, battery holder, manometer, and the relief knob. The cause of the reported problem was traced to the customer manipulation of the device (impact to the device). No previous service history was found. The manufacturing DHR (device history review) is not relevant to the investigation due to the age of the device and the root cause traced to the customer impact of the device., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.